Manufacturer narrative:
Concomitant medical products: product ID: 8575, lot# j12468r, implanted: (B)(6) 2005, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that a patient had someone who said they would fill the pump before and he "poked and he poked and wasn't able to fill it." The reporter stated she couldn't recall the healthcare professional (hcp) who had difficulty refilling the pump as it was a couple of years ago. It was unknown what drug the pump was infusing. No intervention or outcome reported for this event. Follow up was being conducted to obtain this information. Should additional information be received, it will be added to this event.